Event description:
An ophthalmic surgeon reported that during cataract surgery in an ophthalmic device a system message displayed, which caused the system to shut down and made it impossible to continue surgery while the patient¿s eye was open. The shutdown occurred after the machine was turned on for the very first case and then recurred several times during the day. Following the on-screen guidance for system message they tried replacing ophthalmic tip and sleeve, but the machine did not start. Then they tried replacing the entire ophthalmic handpiece and, with the foot pedal fully depressed with maximum ultrasound power they tried several times to restore flow. This recommended approach also failed; only after changing the cassette they were able to continue the surgery. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.